Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not conclusively be established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this document lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had a history of ventricular tachycardia prior to left ventricular assist device (lvad) implant. The patient experienced shortness of breath.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted due to severe arrhythmias including ventricular tachycardia. The arrhythmias were ongoing over days. The patient was initially defibrillated. They deteriorated and palliative care was initiated. The patient passed away on (B)(6) 2021. The death was not considered to be device related and the device operated as expected.